Event description:
It was reported that during an percutaneous transluminal coronary angioplasty, a wire break occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The physician advanced the 185cm kenetix j-tip wire, and the tip of the wire broke. The device pieces were successfully removed from the patient. The procedure was aborted. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the core wire and high torque sleeve (hts) was fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) were not returned for analysis, which confirms the reported fracture. The remaining hts measured 6.25" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an percutaneous transluminal coronary angioplasty, a wire break occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The physician advanced the 185cm kenetix j-tip wire, and the tip of the wire broke. The device pieces were successfully removed from the patient. The procedure was aborted. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).